Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. X-rays, medical records and operative reports were requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the pt complained of an audible squeak.